Manufacturer narrative:
(B)(4). Concomitant product(s): a 192013, echo por fmrl nc 13x145mm, 953180; 010000667, g7 pps ltd acet shell 60g, 3358483; 650-1162, delta cer fem hd 32/0mm t1, 2015021895; 110003629, biolox delta cer lnr 32mm g,3244223. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01585, 0001825034 - 2018 - 01586.

Event description:
It was reported that the patient underwent left total hip replacement. Subsequently, the patient required extra sutures to address cicatrice (scar) problems. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.